Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter detached and the filter struts migrated to the left side of the chest and to the patient¿s lung where they remain. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six weeks after filter deployment, the patient underwent successful ivc filter removal. Once the filter was removed, it was inspected, one of the arms was noted to be broken off. Fluoroscopy identified a broken strut, possibly in the left chest. Therefore, the investigation can be confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records has been performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2012); (manufacturing date: 05/2009).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter detached and the filter struts migrated to the left side of the chest and to the patient¿s lung where they remain. The device was removed percutaneously. The current status of the patient is unknown.